Manufacturer narrative:
The device was received fully deployed. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours. The exposed portion of the soft cannula was observed to be stretched, flattened and torn. The length of soft cannula was measured to be out of specification. During fluid path test, fluid was found exiting through the tear in the exposed portion of the soft cannula . It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod longer than 48 hours. As treatment insulin was manual injected and a new pod was applied.